Event description:
Customer reported a button error on his insulin pump. Sometimes the up button does not work. Last time, customer replaced the battery and that resolved the issue. Sometimes, he has to tap the button repeatedly. Customer has had this problem for about six months. Customer's blood glucose was unknown. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to and unlocked keypad connector. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.